Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers did not properly close. Another functioned properly and the surgeon was able to repair the small vascular injury caused by the first applier.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.